Event description:
On an unknown date, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). In (B)(6) 2024 during a nursing visit, the patient reported pain in the stomach and redness was noted around the stoma site. The patient was prescribed antibiotic co-amoxil and a gastroenterologist reported that a small ulcer was visible near the retaining plate that was probably due to the retaining plate being tightened too much.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.